Event description:
It was reported to boston scientific corporation, that a sensor guidewire was used during a ureteroscopy. According to the complainant, "the physician believes she accidentally lasered off a piece of the wire (although she wasn't aware of it at the time)." During the procedure, no patient complications were noted; however, the patient later voided the piece of wire.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.